Event description:
The customer contacted baxter's technical service center to report a high drain / call pd nurse alarm on a homechoice (hc) device at the end of therapy, high drain alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria. The home patient (hp) stated she was using the 2.5 dextrose solution, and normally used the 1.5 dextrose. The hp did not report any symptoms. The baxter technical support representative (tsr) had the hp arrow down to the initial drain volume (idv); idv was 203 ml and the total ultrafiltration (tuf) was 2859 ml. The hp wanted to continue to use the hc for tonight's therapy. The homechoice meets device specifications and is safe to leave in the customer's home. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. A follow-up report will be filed if any additional information becomes available. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of an iipv-adult.

Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. A cause for the reported issue high drain / call pd nurse alarm was undetermined. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. If additional relevant information is received a follow-up will be submitted.